Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies randomly failing and drawers were not detected on bus in the 400 pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. A field service engineer (fse) found debris underneath the cubies in auxiliary drawers 2.1 and 2.2. The fse removed debris and reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.